Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded that outcomes in terms of mortality and major adverse events after f/b-evar were good. Rate of branch instability and reinterventions was high, with a clear connection to fractured begrafts. Device not returned.

Event description:
Received an article titled outcome after fenestrated and branched repair of aortic aneurysms - device failures predict reintervention rates. Purpose: our aim was to analyze our outcome after f/b-evar of complex abdominal aortic aneurysms and thoracoabdominal aneurysms. Method: single-center, retrospective cohort study, of all consecutive f/b-evar between aug 2009 and dec 2018. Per the article deaths occurred within the study period related to vascular rupture.